Event description:
The consumer reported a positive result with the covid-19 at-home test compared to pcr. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 the consumer had a pcr test performed at her doctor's office and the result was negative. On (B)(6) 2022 the consumer performed another covid-19 at-home test and the result was positive. On (B)(6) 2022 the consumer had a pcr test performed and the result was negative. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was positive. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Initial reporter opccupation: occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).